Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported a questionable hysterosalpingogram test. One of the essure device was along side the tube, and there was no occlusion. The doctor would like a second opinion if he should do a salpingectomy or leave it in place. Quality safety evaluation received on 23-jun-2016: (B)(4). In this case, no product was returned and hence we could conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the hsg exam showed that one of the essure devices was along side the tube, and there was no occlusion. This event, seen as device dislocation, is listed in the reference safety information for essure. During essure use, the device may dislocate into fallopian tubes and migrate to abdominal cavity, mostly during difficult insertions or over time through false passage. Although in this case, the exact date and circumstances of this dislocation were not informed, given its nature, causality between reported event and essure use cannot be excluded and therefore, this case is regarded as incident. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow up received on 14-jul-2016: review of hsg films note 2 devices, right device in proper place and with occlusion, left device is perforated at left cornual area and has patent left tube noted. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hsg exam showed that left device is perforated at left cornual area. This event, interpreted as fallopian tube perforation, is listed in the reference safety information for essure. Although in this case, the exact date and circumstances of this perforation were not informed, given its nature, causality between reported event and essure use cannot be excluded. This case is regarded as incident due to serious injury associated with essure. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information has been requested.

Manufacturer narrative:
Follow-up received on 13-sep-2016: follow-up attempts have been completed, with no response to date. Company causality comment this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hsg exam showed that left device is perforated at left cornual area. This event, interpreted as fallopian tube perforation, is listed in the reference safety information for essure. Although in this case, the exact date and circumstances of this perforation were not informed, given its nature, causality between reported event and essure use cannot be excluded. This case is regarded as incident due to serious injury associated with essure. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information could not be obtained.